Event description:
Rn reported that a home pt had 2 incidents of peritonitis. The first peritonitis event was diagnosed on 8/22/98 and the pt was hospitalized and treated with antibiotics. The second event was diagnosed on 9/6/98 and the pt was hospitalized. The pt was treated with vancomycin, gentamicin, ancobon, cirproflaxacin, ancef, fluconazole and amphotericin b (dosage unk). The pt had his catheter removed on 9/11/98. The rn stated that the pt reported using minicaps with no 'pvp', but she was unable to verify the report. The rn noted that the cause of the peritonitis is unk and feels the pt never fully recovered from the first event (8/24/9) of peritonitis when diagnosed again. (9/6/98)